Event description:
The reported description notes a volume problem on the monitor. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. In an abundance of caution, we will report this incident.

Manufacturer narrative:
(B)(4). The reported description notes a volume problem on the monitor. This complaint is deemed reportable since philips does not have enough data to verify that there was no sound coming from the speaker. In an abundance of caution, we will report this incident. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.